Event description:
Deflation of the right breast implant, followed by bilateral open capsulotomies, revision of the breast pockets with partial closure of the lateral left breast pocket. Followed by bilateral removal and replacement with mentor. Initial use of device.